Manufacturer narrative:
Lot # 19076582. The customer¿s report of tubing coming apart was confirmed. Photo provided by the customer observed that the silicone pumping segment was completely separated from the lower fitment. The same photo also shows a red arrow pointing at the silicone segment to the upper fitment where is was reported to be separated. Although the root cause of the separation could not be definitively determined. The set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during manufacturing, use or set loading

Event description:
It was reported that the tubing set came apart as the patient was moving to the bathroom. The IV tubing was not pulled on, nor did it get caught on something at the time of the incident. The pump began alarming and the patient noticed the IV tubing had come apart and rang his call bell to notify staff. The nursing staff responded and identified the problem. The IV tubing set was removed from the pump and switched out with a new set. There did not appear to be any rips, tears, etc. In the tubing as it had come apart where the pump segment of the tubing inserts onto the safety clamp fitment portion. Therefore, it seemed as though it was an isolated incident with the tubing just coming apart at the connection point. There was no patient harm reported by the customer.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that the tubing set came apart as the patient was moving to the bathroom. The IV tubing was not pulled on, nor did it get caught on something at the time of the incident. The pump began alarming and the patient happened to notice the IV tubing had come apart and rang his call bell to notify the staff. The nursing staff responded and identified the problem. The IV tubing set was removed from the pump and switched out with a new set. There did not appear to be any rips, tears, etc. In the tubing as it had come apart where the pump segment of the tubing inserts onto the safety clamp fitment portion. Therefore, it seemed as though it was an isolated incident with the tubing just coming apart at the connection point. There was no patient harm was reported by the customer.